Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: I have a tubing set who¿s port broke off while in use.

Manufacturer narrative:
Potentials lots numbers: d4: medical device lot #: 21125257. D4: medical device expiration date: 06-dec-2024. H4: device manufacture date: 08-dec-2021. D4: medical device lot #: 21125261. D4: medical device expiration date: 06-dec-2024. H4: device manufacture date: 08-dec-2021. The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 02-may-2022. H6: investigation summary: the customer reported the port broke off, and returned one photo of a 2420-0007 set and one unknown extension set. The two sets have very similar failures where the smart site top/cap broke off and left the blue piston exposed. From the returned smart site, the root cause for the port breaking appears to be excess force. The port was broken off, with evidence of stress marks and irregular cracks in the plastic. The root cause is unknown, but it should be noted that in the past the use of alcohol on the plastic caused a similar failure. The returned set did not have any other observed issues. Lot number officially unknown. Potentials lots numbers pulled from the smart site ID. A device history record review for model 2420-0007 lot number 21125257 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21125261 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: I have a tubing set who¿s port broke off while in use.